Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the infusion set was pressed against the pump and as a result, the touch screen became shattered and unresponsive. Customer went to the emergency room (ER) to obtain long acting insulin. Customer was not treated in ER as bg was with in range and ranged from 349 mg/dl to 389 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.